Event description:
The patient reported that he underwent skin reduction surgery due to skin overgrowth on fixture and abutment. The patient is using a longer abutment and is reportedly doing well.

Manufacturer narrative:
(B) (4). Implanted device remains.